Event description:
A report was received that during a lead revision, due to inadequate stimulation, one lead was explanted due to high impedances. The physician replaced the lead and the patient was reportedly doing well following the procedure.

Event description:
A report was received that during a lead revision, due to inadequate stimulation, one lead was explanted due to high impedances. The physician replaced the lead. The patient's ipg was also relocated as it was too shallow and causing heat while the patient was charging. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-50, serial: (B)(4), description: linear st lead, 50cm explanted lead will not be returned to bsn as it was discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
(B)(4).